Event description:
It was reported that the patient had a suspected infected system over one year ago. The device was replaced. It was unknown if there was patient injury. The patient recovered without sequel. The drugs in the pump were morphine and saline. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer model # 8835, serial,# (B)(4); catheter model #8711, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk. Analysis of the pump revealed no anomaly found.